Event description:
On 4/28/92 an ipp device was implanted. On 5/7/92 and 10/29/92 one cylinder was revised. On 3/7/96 the pump was revised. On 1/9/97 the device was removed from the pt due to erosion of the left cylinder through the urethra and infection. Add'l lotno: 1802p 002, ao116 006. Add'l serno: 1802p 002, ao116 006.